Event description:
It was reported that the reamer are bent and have stress corrosions. Moreover reaming of the medullary cavity was impossible.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the reamer are bent and have stress corrosions. Moreover reaming of the medullary cavity was impossible.

Manufacturer narrative:
Evaluation summary: bending of the reamers was confirmed, not the stress corrosion. Evaluation revealed all reamers to be primary products. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for a minimum of 1,5 years (02256090) we pre-suppose that the reamers had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The bend shafts and damaged heads are a result of high level of usage, over bending during usage and/or cleaning and drilling metal. These issues are addressed in the IFU. Stress corrosion was not found. It is possible that residues of body liquids stay inside the reamer shafts. Without sufficient cleaning these residues get incrusted during sterilization. Therefore additional care during cleaning is necessary for the reamers. Additional incrusted residues were evaluated by a medical expert. Conclusion: the difficulties and special efforts in cleaning flexible reamers are well known. In the case presented the items had not been sufficiently cleaned by the user prior to sterilization which caused definite damage (incrustation). Clinical application of such contaminated reamer shafts would not lead to harm clinically.¿ based on the investigation results the case is attributed to an insufficient usage and handling. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.